Manufacturer narrative:
The subject device was inspected at (B)(4). It was confirmed that the coating on insertion tube of the subject device was peeled off more than 1mm2. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of (B)(4) and the former similar case, omsc surmised there was the possibility this phenomenon was attributed to the following causes; physical stress, chemical stress, bad storage environment: such as exposing in direct sunlight, at high temperatures, in high humidity, or x-rays and/or ultraviolet rays <notes> the reported phenomenon is thought to be preventable because the instructions for safe use (IFU) says as below: operation manual: important information please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to olympus korea for repair of the bending rubber part leakage. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.